Event description:
It was reported that the patient is a post-meningitis deaf patient with nearly complete cochlear ossification. At switch on after implantation, the patient could use only 6 electrodes. Hearing performance decreased with the time and now he uses only 2 electrodes. Post-operative CT scans showed progressive bilateral ossification. Testing showed 10 channels with high impedance. The patient was explanted on (B)(6) 2011 and reimplanted with a brainstem implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.